Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Manufacturer narrative:
Issue is being investigated by manufacturing site. : device not returned to manufacturer.

Event description:
On (B)(4) 2020 getinge became aware of an issue with one of surgical lights- powerled ii. As it was stated, the handle holder has detached. There was no injury reported however we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure might cause contamination.

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
On 29th may, 2020 getinge became aware of an issue with one of surgical lights- powerled ii. As it was stated, the handle holder has detached. There was no injury reported however we decided to report the issue based on potential as any parts falling off into the sterile field or during procedure might cause contamination. The device was repaired by replacement of defective parts. The surgical light involved in the event is powerled ii 700df k3 aim with serial number (B)(6) , catalog number ard569201911. Manufacturing date is 19th of february 2020. The installation date of the device is 15th of april 2020. UDI number of the configuration is (B)(4) . It was established that when the event occurred, the surgical light did not meet its specification, as the detachment occurred due to user error but the part fall on the ground resulting in its breakage and it contributed to event. None of the provided information indicates that when the event occurred the device was being used for patient treatment. During the investigation it was found that the evaluated case has not led to serious injury nor death and was an isolated situation. The performed investigation, which includes device history review, excluded any manufacturing anomalies and design issues. The investigation performed by subject matter expert concludes the most probable root cause of this incident was a wrong fitting of the quick lock handle holder to the headlight. The handle holder, which is removed during every cleaning procedure, was not completely locked which led to its fall. It is indicated by our product experts that the sterilizable handle holder detachment occurred due to user not following instructions included in the user manual. We believe that all remaining devices are performing correctly in the market. Given the circumstances we shall continue to monitor for any further events of this nature and do not propose any further action at this time.